Event description:
It was reported that there were cracks across the screen on the insulin pump. Customer stated that the crack was deep and located where the time is displayed on the screen. No additional information provided.

Manufacturer narrative:
(B)(4). The device was received with cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.